Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 168 mg/dl and 89 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.